Event description:
A blood glucose test was performed on a pt. The result was 600mg/dl. A lab test was immediately drawn because they felt it was wrong, and the result was 200mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement was sent.